Manufacturer narrative:
Additional products: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4). UDI #: (B)(4). Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 13-aug-2020. Labeled for single use?: no. (B)(4). Heartware ventricular assist system controller ac adapter d4: model #: 1430 / catalog #: 1430 / expiration date: 14-nov-2018 / serial #: (B)(4). UDI (B)(4). Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 14-nov-2017. Labeled for single use?: no. (B)(4). Heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2021 / serial # (B)(4). UDI #: (B)(4). Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 21-nov-2020. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an inability to recognize the batteries, and the batteries and controller ac (cac) adapter exhibited inabilities to provide power. It was noted that during a power source exchange, the controller did not recognize the remaining connected battery and there was a ventricular assist device (vad) stop for about 10 seconds associated with a no power and vad stopped alarm. The controller, batteries and cac adapter potentially contributed to the vad stop. The controller, batteries and cac adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller ((B)(6)), two (2) batteries ((B)(6)), and one (1) controller ac adapter ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapter revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports and the pump connector. The observed contamination are additional findings not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handing of the device. Log file analysis revealed a controller power up event on 25-apr-2021 at 01:45:26. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 97% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 84% rsoc. The data point recorded after the loss of power revealed that no power s ource was connected to power port one (1) and (B)(6)was connected to power port two (2). No anomalies were observed prior to the loss of power. The controller was without power for 10 seconds. Loss of power will result in a continuous audible alarm. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. The patient likely perceived these events as the reported ¿vad stop¿ event. Review of the alarm log files revealed one (1) vad disconnect alarm logged on 25-apr-2021 at 14:31:11 due a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. As a result, the reported loss of power event and associated "vad stop" event was confirmed; however, the reported "controller unable to recognize power sources, battery and ac adapter unable to provide power" events could not be confirmed. A possible root cause of the reported event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 07-may-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d9: yes, return date: 07-may-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d9: yes, return date: 07-may-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.